Event description:
The customer reported to olympus that unbeknownst to the health care provider, the single use distal cover had apparently come off of the evis exera iii duodenovideoscope and into the patient's throat after an endoscopic retrograde pancreatography (ercp) procedure, which caused the patient to go into respiratory distress in the post anesthesia care unit (pacu). The distal cover was suctioned out from the patient's throat and the patient's respiratory status went back to normal. The procedure took about 1 hour and had been completed using the same device without delay. The outcome of the procedure was not impacted. The customer indicated that the scope was functioning properly and that an olympus representative had advised that the distal cover came off probably due to not being put on correctly. An inservice was pending on how to properly put on the distal cover. This event is reported under the following related patient identifiers: (B)(4) - evis exera iii duodenovideoscope (B)(4) - single use distal cover this medwatch is for patient identifier (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached due to insufficient attachment to the endoscope. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included on the previous medwatch. Please see correction below. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 - detection. Operation manual chapter 3 - 3.5 ¿ preventative measures.

Manufacturer narrative:
E1: adventist health system sunbelt inc (B)(6) hospital warehouse (documented here in its entirety due to character limitations in respective field). The suspect device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number (B)(6).